Manufacturer narrative:
A return material authorization (RMA) was issued to have the intuitive surgical, inc. (Isi) device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Review of the provided image is consistent with the instrument missing part of the tip.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace tip was broken and the teflon pad was scratched. The user completed the procedure using a backup harmonic ace with no further issue reported. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. There was no instrument collision during the procedure. A fragment of the instrument fell inside of the patient and was retrieved during the same procedure.

Manufacturer narrative:
Device evaluation: intuitive surgical, inc. (Isi) received the harmonic ace instrument to perform failure analysis. The instrument was analyzed and found to have the curved blade broken at the tip of the blade. A piece approximately 0.583" x 0.085" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade did not show damage.

Event description:
Refer to h11 for follow-up information.